Event description:
Air bubbles seen in tubing during cardiac cath procedure. Patient became symptomatic, diaphoretic, hypotensive, st elevation noted without pulses pea (pulseless electrical activity). CPR initiated, code blue activated. Rosc (return of spontaneous circulation) achieved after 2 rounds of CPR. Patient to ICU awake, alert, and stable condition. FDA safety report ID# (B)(4).